Event description:
It was reported that patient went to the emergency room (ER) due to skin irritation. Symptoms reported include pain and bruising and the presence of bacteria. In the ER, patient was prescribed sulfamethoxazole (800mg), to be taken twice daily, until the site improves.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.